Event description:
It was reported that this right atrial (ra) lead was explanted and replaced due to a product performance issue. Other than the surgical procedure, no additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).